Event description:
The initial attorney report alleged disability, unspecified permanent injuries, pain and suffering, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2009, laparoscopic repair of ventral hernia with composix l/p mesh and excision a an unspecified mesh. The md noted "circumferentially tacking was performed due to the significant morbid obesity. Angulation was difficult as well as difficulty with the tacks holding up through the significant preperitoneal fat. The abdominal wall was at least 1.5 to 2 inches in duct making the tip of the tack difficult to palpate."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided are limited to the implant procedure. The pt's clinical course is not known beyond the date of implant. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.